Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge. Additional information requested and received: the staples that were not adequate to the surgeon; what was there appearance (b-formation, irregular)? Irregular. Was buttressing material used? If yes, what type? None was used. Also I have photos taken by the surgeon the analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. An intra-operative photo was received. Based on the photographic evidence the cause of the complication is unknown. The belief is that tissue thickness or tissue movement may have played a part in the outcome.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported that on the first and second firing with a sleeve the stapler made a crunching sound. He utilized a green load on the first firing and a blue load on the second firing. The formation of staples on the first and second firing did not seem adequate to the surgeon. The patient bmi was (B)(6) at the time of surgery. Case completed with another device of the same product code. The affected area on the first two firings was over sewn with a vicryl suture. There were no patient consequences reported.